Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redy0097 showed seven other similar product complaint(s) from this lot number.

Event description:
It was reported bloodstream infection had occured on the right side of the body. Severe severity and related to the device (catheter) and unlikely related to the procedure and unrelated to accessories (guidewire, stylet). The event is not related to a pre-existing condition and a similar event did not occur previously. Action taken: hospitalization, medication prescribed, device removed. Outcome: recovered, no sequalae. At admission, performance status 0, body temperature 40.2 ° c and with neutropenia. The patient is allergic to penicillin, so the patient was treated with i.v.cefuroxim and gentamicin. On (B)(6) 2020 hemoculture with staphylococcus aureus and the piccline was considered to be the probable focus, so it was removed. Culturing from the catheter tip also showed staphylococcus aureus. The patient was receiving i.v. Treatment until (B)(6) 2020 with good effect. The patient was well-being and therefore discharged on (B)(6) 2020 and continued oral clindamycin for additional 8 days. Start date: (B)(6) 2020; end date: (B)(6) 2020. Additional information received 3/25/2021: it was reported the event is a bloodstream infection (which was confirmed positive blood culture(s) with microorganism matching catheter tip culture) and occured on the right side of the body. Catheter related bacteriemia septicemia.